Event description:
The customer stated that he opened a new carton of test strips and found the cap open on one of the test strip bottles. The customer did not allege any adverse events. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results.